Event description:
The customer had issues with aberrant results produced with the architect i2000 analyzer. A bhcg result of 9,369.72iu/ml was reported to the physician. The sample was rerun which resulted as 198,566iu/ml, a corrected report was sent out. There has been no report of impact to the patient or patient management.